Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the solitaire x 4-40 stent, the stent was damaged. Specifically, the stent body wire was broken and could not be recaptured in the guiding catheter. Resistance was encountered during the procedure. The device and any accessory devices were prepared as indicated in the instructions for use. The product was replaced by another medtronic product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the catheter was a phenom 21. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition: the solitaire x device was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no bends or kinks were found with the solitaire x pusher. However, the marker coil was found pulled back from the stent proximal marker for ~3.6mm. The stent was found still attached to the pusher. The solitaire x stent working length struts were found constricted with an unknown wire. No breaks or separations were found with the solitaire x device. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿separation¿ reports could not be confirmed. However, the customer¿s ¿kink/damaged¿ report was confirmed. During the analysis, the marker coil was found pulled back from the stent proximal marker, and a wire was found constricting the stent. It is likely the wire originated from the guiding catheter used in the event. Damage can occur if the solitaire x device is retrieved against resistance damaging the catheter's inner liner and exposing the inner wire. However, the guiding catheter was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.